Manufacturer narrative:
On (B)(6) 2016 we have requested the device to be returned to the manufacturer for evaluation. To date, we have not received the device. Device not returned to the manufacturer.

Event description:
On (B)(6) 2016 the consumer alleges to have receive a burn on her back. The consumer claims that the product was getting very hot over the past 2 weeks.

Manufacturer narrative:
On 5/4/2016 - we have requested the device to be returned to the manufacturer for evaluation. To date, we have not received the device. On 7/8/2016 - per manufacturer's narrative, on visual inspection, unit was folded during use. This is warned in the instructions in "how to use this heating pad". Unit is to be positioned on top of area to be treated. When folding the heating pad, you can create a scenario where the thermostats do not correctly read the temperature. This may cause the heating pad to get hotter than designed. During electrical and temperature testing, this heating pad complied with specifications. Which shows that the overheat condition was due to the pad being improperly used.

Event description:
On (B)(6) 2016 - the consumer alleges to have receive a burn on her back. The consumer claims that the product was getting very hot over the past 2 weeks.